Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that the lens moved from the intended 14 degrees to 55 degrees overnight. The patient underwent an additional surgery one day post-operatively to have the lens repositioned to the correct/intended axis. In corrrespondence with rayner, the healthcare professional stated that the most likely factor for post-operative rotation of the lens was incomplete removal of ovd during the intiial surgery. The rayone IFU "use of rayone" section "fig 7" includes the statement "...follwoing implantation, irrigate/aspirate to eliminate any ovd residues from the eye, especially behind the iol". The additional information received from the healthcare facility further identifies that the patient is a myope and as a result the healthcare profesional believes her capsular bag to be a little bigger than average which may influence lens position/stability. Our review of production records for the rayone toric rao610t batch 062194742 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 062194742. There is no device-related cause for post-operative rotation of the lens.

Event description:
On 2nd july 2024, rayner received notification from a healthcare facility in new zealand of an event that occurred following implantation of a rayone toric rao610t. The event description provided states that the lens moved from the intended 14 degrees to 55 degrees overnight and had to be repositioned the following morning.